Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter found in the barrel of the discardit¿ ii syringe w/o needle before use.

Manufacturer narrative:
Investigation summary: DHR: 1806143 bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirms the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that there was white foreign matter found in the barrel of the discardit¿ ii syringe w/o needle before use.